Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Section e1 and h6 updated.

Manufacturer narrative:
G2.

Event description:
Additional information received indicated that intervention was anticipated; however, the patient missed the follow-up appointment and they were not made. There were no reported patient consequences.